Manufacturer narrative:
Concomitant products: product ID: 3389-40, lot# j0309725v, implanted: (B)(6) 2003, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64001, lot# n390531, implanted: (B)(6) 2015, product type: adapter. Product ID: 748240, serial# (B)(4), product type: extension. Product ID: 748240, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported the patient had an infection at the implantable neurostimulator (ins) and extension. The patient was having pain. The ins and extension was explanted. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.